Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was 20 mmol/l. The customer's recent blood glucose level was around 17 mmol/l to 20 mmol/l. The display screen of the insulin pump was faded and they could not see the numbers. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Device functioning properly during testing.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Device functioning properly during testing.